Event description:
Mother of a female, reported infusion sets tearing. She indicated that her daughter told her of 8-9 infusion sets tearing since 2006. Mother stated that pt experienced elevated blood glucose of 258 mg/dl. Her normal range is 124-130 mg/dl. Pt experienced extreme thirst due to the elevated blood glucose level. Mother reported that pt changed the infusion set and administered a bolus to address the issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Patient did not have any infusion sets to return, therefore, product will not be returned for evaluation.

Manufacturer narrative:
Issue described to agency. Product not returned for evaluation.